Event description:
A customer reported unexpected negative results with the antibody screening and identification assays on the galileo echo instrument.

Manufacturer narrative:
On (B)(6) 2011, the echo image files were reviewed by an immucor technical support specialist. The negative wells that should have been reactive visually appeared positive. The customer was informed of technical communication (B)(4), which instructs customers to perform a visual verification of negative reactions before final release of results.